Manufacturer narrative:
Age at time of event: 18 years or older. The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous, severely calcified and >5.0mm in diameter mid right coronary artery. A 5.50mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. The device had difficulties crossing the lesion due to the calcification and had to be pushed and pulled several times in the area with severe calcification. After that, the balloon was initially inflated at 12 atmospheres; however, during the second inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a 5.0mm x 15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.